Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease/ pelvic inflammatory mass"), genital haemorrhage ("heavy bleeding"), allergy to metals ("sensitivity to nickel/ nickel intolerance/ severe nickel sensitivity"), adenomyosis ("adenomyosis") and menorrhagia ("menorrhagia/ menstrual periods were not nearly as painful") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (vaginal hysterectomy on (B)(6) 2015 and exploratory laparotomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, allergy to metals, adenomyosis, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue and alopecia had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: to confirm that the essure coils were implanted. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease/ pelvic inflammatory mass'), genital haemorrhage ('heavy bleeding/worsening abnormal bleeding'), allergy to metals ('sensitivity to nickel/ nickel intolerance/ severe nickel sensitivity/allergy symptoms'), adenomyosis ('adenomyosis') and heavy menstrual bleeding ('menorrhagia/ menstrual periods were not nearly as painful') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included uterine fibroids, endosalpingiosis and adenomyosis uteri. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain/worsening pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (exploratory laparotomy and bilateral salpingectomy on (B)(6) 2016, exploratory laparotomy with bilateral salpingectomy on (B)(6) 2016, vaginal hysterectomy on (B)(6) 2015, vaginal hysterectomy on (B)(6) 2015 and vaginal hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, allergy to metals, adenomyosis, heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, fatigue and alopecia had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: there was good plication of essure in both tubes exposing two coils at the end of the procedure. Product removal date updated from (B)(6) 2016 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: results: to confirm that the essure coils were implanted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic inflammatory disease, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: novasure endometrial ablation on same day of insertion, fibroids. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient middle name, dob, medical history, event: novasure endometrial ablation on same day of insertion and fibroids added. Rcc added. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease/ pelvic inflammatory mass'), genital haemorrhage ('heavy bleeding/worsening abnormal bleeding'), allergy to metals ('sensitivity to nickel/ nickel intolerance/ severe nickel sensitivity/allergy symptoms'), adenomyosis ('adenomyosis') and heavy menstrual bleeding ('menorrhagia/ menstrual periods were not nearly as painful') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included uterine fibroids, endosalpingiosis and adenomyosis uteri. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain/worsening pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (exploratory laparotomy and bilateral salpingectomy on (B)(6) 2016, exploratory laparotomy with bilateral salpingectomy on (B)(6) 2016, vaginal histerectomy on (B)(6) 2015, vaginal hysterectomiy on (B)(6) 2015 and vaginal hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, allergy to metals, adenomyosis, heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, fatigue and alopecia had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain and uterine leiomyoma to be related to essure. No further causality assessment were provided for the product. The reporter commented: there was good plication of essure in both tubes exposing two coils at the end of the procedure. Product removal date updated from (B)(6) 2016 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: results: to confirm that the essure coils were implanted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic inflammatory disease, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: novasure endometrial ablation on same day of insertion, fibroids quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.